Event description:
It was reported via repair work order that the bed lost all motor functions due to malfunctioned main pcb. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported

Event description:
It was reported via repair work order that the bed lost all motor functions due to malfunctioned main pcb. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as this complaint was previously reported in medwatch #0001831750-2013-06627.